Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered due to a rise in the sensing integrity counter and non-sustained episodes of noise. The patient had a stent placed on the date of the alert triggering. The lead remains in use. No patient complications have been reported as a result of this event.